Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a large ketone level identified as dangerous. Reportedly, customer believed the bg level was caused by a blockage in the non-tandem infusion set; however customer did not observe any damage, and ultimately the cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on 09/01/2020 with the issue resolved and no permanent damage.